Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was no longer functional. There was no impact to the customer's blood glucose level. Reportedly, the customer was able to access the pump features by connecting the pump to a power source. The customer would continue use of the pump but also has manual injections available as alternate insulin therapy.